Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failure of the (sbc) single board computer assembly.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4)

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. &#1288;ere was no patient use associated with the reported event.